Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient's body rejected the implant and it was removed. A healthcare professional (hcp) later reported that the patient first started experiencing the body rejecting the implant on (B)(6) 2015. There was also drainage and pain at the site. The date of the explant was on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.